Event description:
It was reported that patient was referred for revision due to high lead impedance with correlating radiography. Device history record was reviewed for lead and records showed lead passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that patient had full vns system replacement surgery. The explanted generator and lead will not be returned per hospital policy. No additional relevant information has been received to date.